Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose ranged from 360-361 mg/dl. Customer declined troubleshooting with tandem technical support and reverted to an alternate pump for insulin therapy.